Event description:
The pt was implanted with a synchromed pump and catheter and two years later, an x-ray rotor study showed the rotor was not functioning. The pump was explanted in 1999 and returned to the MFR for analysis.